Event description:
It was reported that a lead dislodgement was suspected as the right ventricular (rv) lead had inconsistent and rising thresholds. It was noted that at times there was no capture on the lead and that the patient experienced bradycardia. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: adsr01 implantable pulse generator (ipg) (B)(6) 2013. (B)(4).